Event description:
It was reported by the affiliate that the (1) mcl20 was used during an unknown procedure. It was reported that the mcl20 would not close. The case was completed with another device and there was no consequence to the patient.